Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged insulin gauge issue could not be verified; however, the alleged battery depletion issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 162 mg/dl.